Event description:
On (B)(6) 2012, the reporter contacted the animas corporation alleging a keypad malfunction. The reporter claimed that the up arrow button was intermittently responsive for several weeks. The reporter did not mention any damage to the keypad. The pump was reportedly kept in a pocket and was not cleaned. There was no reported adverse event with this complaint. This report is made based on the allegation of the keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing the up arrow keypad button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under the up arrow key contact.